Manufacturer narrative:
Other text: this occurred during preventive measure testing. No patient involvement occurred. A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal is intact. Physical condition of the device has a lifting downstream sensor seal. The event history log revealed upstream occlusion multiple times and high alarm displayed. The reported problem was not duplicated however evidence was found in event history log, the upstream sensor was replaced as a preventative measure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the pump displayed an upstream occlusion error. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.